Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricle lead exhibited noise episodes. No intervention was performed. There was no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that, the patient presented to the clinic. Upon interrogation, the right ventricle (rv) lead exhibited noise episodes and high capture threshold. Also, the right atrial (ra) lead exhibited noise episodes. Both ra lead and rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.